Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was over 400 mg/dl. The customer changed supplies and resumed insulin therapy. The customer ultimately reverted to manual dose injection for insulin therapy.